Manufacturer narrative:
H6: investigation summary a complaint of "vial broke in drawer a" was received against material number: 445870 bactec mgit 960, serial number: mg1247. Field service engineer was dispatched and sample measurement module on drawer b was replaced to resolve the issue. The complaint is confirmed and the root cause is related to "defective sample measurement module". Review of device history record for instrument serial number: (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2003. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review was performed for the instrument mg1247 and no additional work orders were observed for the complaint failure mode reported. No new risks or hazards have been identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system a broken tube with sample leakage was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter "it was reported that vial broke drawer. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system a broken tube with sample leakage was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter. "It was reported that vial broke drawer.''